Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, a loss of connection occurred. The receiver was returned for evaluation. The following were performed: external visual inspection, internal visual inspection, receiver charge and boot, and pairing test, pairing/calibration/performance/range test, and the data file was reviewed. The reported allegation was not confirmed. The probable cause could not be determined post investigation.